Event description:
Team transported a pt on a ventilator, put her in the cat scan unit. After 45 minutes on battery, vent alarmed and stopped ventilating. Pt was "hand-bagged", there was no injury. -previous low battery alarm was ignored, they expected 15 hours of battery life. Instructed tech to perform charge-discharge to restore battery - vent ok. They had not read the manual, which explains battery maintenance necessary to preserve maximum battery run-time (charge-discharge routine to obviate "battery memory", nicad).